Event description:
A malfunction alarm was reported, identified by malfunction code malf 0, with a fault ID available. The event did not cause any adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset instructions, assisted in resetting the pump, and advised the customer to contact them if the malfunction recurred. The customer understood the instructions and continued using the pump without further issues.